Event description:
It was reported that embolism occurred and the patient experienced cerebral vascular accident. The patient underwent left carotid angioplasty. After crossing the lesion with a hydrophilic guidewire, a non-boston scientific stent was implanted followed by post-dilatation with a 6.0mmx20mmx135cm (4f) sterling balloon catheter. The patient was assessed neurologically and exhibited deficits in speech and consciousness. Cerebral pan angiography was performed which revealed an occlusion at the middle cerebral artery due to possible embolism. Thrombolytic treatment was then started and the patient recovered part of mobility and speech after one hour. No further complications were reported and the patient was fully recovered.